Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, a definitive cause for the reported entrapment of the device could not be determined. Additionally, patient effect of the foreign body in patient was due to procedural circumstances. The reported adverse event of foreign body in patient, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report entrapment and foreign body. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The first clip was successfully deployed, reducing mr. A second clip delivery system (cds) was advanced to the mitral valve; however, the clip was being re-positioned when the clip became stuck under the valve. The clip could not be retracted back; and therefore, the clip was deployed in an unintended location. The cds was removed and the procedure ended at that point. One clip was implanted, reducing mr to 3+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.